Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had power error detected alarm and experienced high blood glucose and insulin pump seems not to be delivering the boluses. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer stated the insulin pump had replaced battery alarm and also received low battery alert prior to the replace battery alert. Customer stated insulin was exited. Troubleshooting was performed. The reservoir will not be returned for analysis.